Event description:
It was reported by service report that the fowler was drifting down with weight and gas cylinder was leaking onto the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip.